Manufacturer narrative:
H10: of the reported seven malfunctions lot number were provided for all malfunctions, therefore the lot history review was performed. The sample was returned to the manufacturer for all seven malfunctions. Therefore, the investigation is confirmed for the reported foreign material for all seven malfunctions. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model ecp0112g biopsy instrument allegedly experienced foreign material. This information's were received from various source. This malfunction does not involve patient. The patient's age, weight and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0112g biopsy instrument allegedly experienced foreign material. This information was received from one source. This malfunction does not involved patient. The patient's age, weight and gender were not provided.